Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 416 mg/dl due to a malfunction from the insulin pump. The customer felt symptoms of nausea and vomiting. The customer was hospitalized due to the high blood glucose level but the caller did not provide the time and date of the admission. The customer was treated for the high blood glucose with a bolus. The customer did not troubleshoot and did not send the product back for analysis.